Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a burning sensation and a shocking sensation with the device on. The patient had a return in their symptoms and had less than 50 percent therapy relief at the lead location. The patient went to see their health care provider (hcp) where they checked the impedances and nearly all were greater than 4000 ohms. The patient¿s lead had high impedance and all impedances were out, except for the case combinations. The patient did not recall any injury sustained to cause the issues. The action required as a result of the event was surgical intervention where the lead was removed and replaced with a new one. The lead would be returned. The diagnostic testing or troubleshooting performed was impedance testing. Reprogramming was not needed as the hcp checked impedance and 7 impeded out. No lead fractures were noted. The product issue was resolved, the cause of the issue was not determined, and it was unknown if it was device related. The patient status at the time of report was alive with no injury. The patient was doing good now. There was no patient death, no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the distal end was stretched. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.